Event description:
My son ((B)(6)) and I were driving, my sugar started to the point of confusion. He kept telling me to pull over. Doing so resulted in me hitting a tree. He gave me my glucagon shot. He called my wife trying to tell her where we were. Once she got there she called 911. My sugar was 22. FDA safety report ID# (B)(4).